Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01824 for the first trapezoid rx basket and manufacturer report# 3005099803-2015-01825 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoid¿ rx were used in the common bile duct during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a 10 mm stone was successfully captured inside the first basket, when the physician attempted to crush the stone, the wire in the handle detached. The stone was released and the basket was removed from the patient with no issue . A second trapezoid basket was then used and when the physician attempted to crush the stone, the wire in the handle detached. The stone was released and the basket was removed from the patient with no issue. The physician felt that the hardness and size of the stone caused the issue with both baskets. The stone was left in the patient and the procedure was not completed due to this event. The physician plans to surgically remove the stone. Reportedly both baskets were functionally checked prior to use, and no issues were noted. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be ¿good¿.

Manufacturer narrative:
Visual examination of the device found the coil and wire assemblies had been cut by the customer from the distal end of the heat shrink handle. The distal portion of the device including the basket was not returned. The handle cannula was found to have been pulled out of the finger ring portion of the handle assembly. The dimples were visible on the handle cannula and were properly located. The set screws were not seated in the center of the dimples during manufacturing but were torqued down on the cannula slightly proximal of the dimples. Additionally, the cannula presented shallow drag marks toward the end of the proximal end as the cannula had been forcibly pulled out from the set screws. The condition of the returned unit was consistent with the complaint incident that the handle cannula detached. Additionally the customer cut the device apart and the distal portion was not returned for evaluation, thus it cannot be determined if the distal section was also damaged during use which might have contributed to the failure. Although it cannot be determined precisely how the handle cannula failed, stone size and density, user technique, tortuous anatomy and other procedural factors could possibly contribute to the failure by causing the tensile force applied by the user to not be fully distributed throughout the device. Therefore, the most probable root cause is ¿undeterminable¿. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-01824 for the first trapezoid rx basket and manufacturer report# 3005099803-2015-01825 for the second trapezoid rx basket. It was reported to boston scientific corporation that two trapezoi rx were used in the common bile duct during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, a 10 mm stone was successfully captured inside the first basket, when the physician attempted to crush the stone, the wire in the handle detached. The stone was released and the basket was removed from the patient with no issue . A second trapezoid basket was then used and when the physician attempted to crush the stone, the wire in the handle detached. The stone was released and the basket was removed from the patient with no issue. The physician felt that the hardness and size of the stone caused the issue with both baskets. The stone was left in the patient and the procedure was not completed due to this event. The physician plans to surgically remove the stone. Reportedly both baskets were functionally checked prior to use, and no issues were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Reported event of handle cannula detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.